Manufacturer narrative:
Study event. Neurological events and embolism are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A conclusive root cause for the reported patient effects and their relationship to the device, if any, cannot be determined.

Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: air emboli/mild expressive aphsia. It was reported that ten minutes post a left carotid artery stenting procedure, the patient developed a clear, mild expressive aphasia. CT was negative. Tissue plasminogen activator (tpa) was given and just as the bolus was administered, the patient's symptoms completely resolved. Reportedly, it would not have been likely that a clot or thrombus could have reacted to the tpa in that timeframe. Medical opinion indicates that the event was either a small clot that spontaneously lysed or possibly a small air bubble that could have been released during removal of the shuttle sheath or during the filter recapture. A carotid ultrasound revealed a well placed, widely patent stent and the patient was discharged home in 2009 with no neuro defect.